Event description:
The pt reportedly experienced limited progress while using the implanted device. The surgeon confirmed that the device electrode had migrated and planned surgery to reposition the device. During surgery, the surgeon encountered fibrous tissue growth which resulted in tearing and damaging of the electrode. The surgeon opted to explant the pt's device and reimplanted another advanced bionics cochlear device. Initial device stimulation revealed normal device function.